Event description:
Patient had instability. A 16mm insert was removed and resolved with a 22mm.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding wear/instability involving a pca insert was reported. The wear was confirmed. Visual inspection: "delamination was also observed on the central eminence of the device. Delamination occurs as a result of cyclic contact stresses between the femoral component and the insert induced by loading from patient activities." "The insert material was slightly discolored near the area of delamination." "Damage to the distal surface included scratches and indentations from embedded third body debris." The mar concluded: "in-vivo service related damages to the articulating surface included the cyclic fatigue mechanism of delamination, as well as burnishing and scratching. These are commonly identified damage modes on uhmwpe tibial inserts. The yellow discoloration is attributed to in-vivo absorption of synovial fluid. There was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) tibial insert." Conclusions: the exact cause of the event could not be determined because insufficient information was provided however a material analysis was performed and concluded that there was no evidence of a material or manufacturing related defect. Additional information, including operative reports, progress notes and x rays are however needed to fully investigate the event.

Event description:
Patient had instability. A 16mm insert was removed and resolved with a 22mm.